Manufacturer narrative:
Visual examination was performed and found electrode tip burned. Probe appears to exhibit insulation dielectric failure due to reduced insulation thickness. Insulation is mechanically damaged and indicates contact from another instrument or cannula. Additional damage is evident in elbow bend area under distal tip. Damage evidence is consistent with like-device used for electrosurgical arthroscopic procedures when incidental contact of the device and other surgical instruments are used in the same joint space. Common twisting motion is applied during cannula insertion and may cause un-intended contact with scopes, cannula bores and graspers. A two-year lot history review was conducted and there have been no other similar complaints for this lot of product. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 15 complaints regarding 21 devices for this family and failure mode. During this same time frame 41,369 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be .0005 per the instructions for use, the user is advised the following; electrodes must only be used in a conductive fluid medium to avoid insulation damage. Do not activate electrode with any portion in contact with metal objects as localized heating of the electrode and metal object may result in product damage. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the esa-5379, ultrablator electrode's upper part of the angle of the electrode has melted in the patient's joint causing a risk of burning. The electrode was always in the surgeon's field of view. This melting was noticed at the beginning of the case. Another ablator, of the same type, was used to finish the case and the procedure was completed as planned. There was no patient injury reported and no surgical delay. This report is being raised based on device malfunction with potential for injury upon reoccurrence.